Event description:
It was reported that a revision surgery of the right hip was performed due to: metallosis, pseudotumor and failed hip arthroplasty.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the head and cup were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the acetabular cup and femoral head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the acetabular cup and femoral head. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Patient had a right birmingham resurfacing (B)(6) 2008. He had a revision 9 years post implantation, revision indications were noted as metallosis, pseudotumor; however the revision operative report only noted a ¿little bit of synovitis, no sign of any metal wear, metal debris or very much in the way of any pseudotumor.¿ the operative report did not note findings related to metal related pathology. With the limited information provided the root cause of the reported pain cannot be confirmed and it cannot be concluded that the reported pain is associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.